Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 445 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump is not working right. The customer's health care provider informed the customer that the meter readings and insulin pump readings were not incorrect. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked pump belt clip slot.